Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 5 failed and was showing a requires maintenance error. The customer stated that this malfunction caused a delay of about an hour in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) powered off the station and removed the drawer. It was found that the latch inseparable magnet was missing, which caused the malfunction. The fse removed and replaced the latch inseparable, reinstalled the drawer into the station, and rebooted the device. The fse then logged into the hardware test application and ran a functionality test. The drawer was confirmed to be functioning properly. The device was restarted, and the repair was verified again in the hardware test application. The customer successfully recovered from the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 5 failed and was showing a requires maintenance error. The customer stated that this malfunction caused a delay of about an hour in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.